Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.1, g.3, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, a void >1 mm in non-textured valve-to shell-bond area, wear/abrasion, and one linear opening. A microscopic analysis and leak test were performed which identified one sharp crease opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp crease opening in the posterior side assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.